Event description:
The customer reported that the during a tonsillectomy, the patient incurred a burn to the corner of mouth that required reconstructive repair. The generator was returned for evaluation.